Event description:
It was reported to philips that the device had an ECG defect. There was no patient involvement.

Event description:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team following a complaint about the efficia dfm100, which indicated an ECG defect. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.